Event description:
It was reported that a 980 ventilator failed the power on self test (post). The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue.